Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, contamination was observed in the blower, manifold, bellow, foam, top and bottom housing, inlet seal, and right panel assembly. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was updated, the correct b5 should be - the patient has alleged black particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of insect contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instances of e-22, 1 instance of e-20, 2 instance of e-101 and 1 instances of e-53 on the errors log. The manufacturer concludes the contaminates found were consistent with insect contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b7,d9,g3,h6 has been updated/corrected.